Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was not impacted. As the customer was in the process of changing the cartridge and tubing, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusions. The customer indicated that due to recent hand surgery, the site, tubing and cartridge had not been changed as often as the customer liked.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.